Manufacturer narrative:
Qn# (B)(4). UDI:(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first three staples appeared misaligned. The stapler was returned with an upside-down staple stuck at the front of the device. The staple was manually removed. The stapler was returned with 21 staples remaining in the cover block, indicating that at least 14 staples were fired by the customer. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple fired properly. The next four staples were inserted into a simulated skin pad. During the first attempt at firing the device into the skin pad, one unformed staple and one malformed staple were simultaneously released. The next two staples fired properly. No further attempts were made to fire the device. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. The root cause of the staple misalignment could not be conclusively determined. DHR I nvestigation did not show issues related to complaint. The complaint of misfire/jam-staples not forming/closing was confirmed based upon the sample received. Visual examination revealed that the first staples appeared to be misaligned. The first staple was upside-down. Upon functional inspection, the misalignment of the staples prevented the remaining staples from consistently firing correctly. The root cause of the staple misalignment could not be conclusively determined. A non-conformance was initiated to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient. Some of staplers were not forming/closing properly and the others were not firing/jamming."no patient harm or injury reported. The patient's current condition is reported as "fine".